Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a rhd discrepancy of one patient. The patient was tested three times since june using ih-card abo/d(dvi-)+rev.a1, b on ih-1000 and was rhd 3+ positive each time. The customer stated that the sample (B)(6) yielded a 3+ positive result with the anti-d of the ih-card on ih-1000. The instrument interpretation matched the expected the well appearance. One sample of this patient was sent out for a reference testing and yielded a negative result using the solid phase instrument method of a competitor. This testing was done at the request of the customer´s client since the positive rhd result conflicted with the historical rhd of the patient. Additionally one sample of this patient was tested manually with anti-d reagents of a competitor and yielded positive results. The customer did not return the complaint sample for investigational testing, but a patient sample labelled as (B)(6) (barcode bg324925) that had caused the discrepancy. Therefore our quality control laboratory tested the patient sample with their retention sample of the supposedly defective lot and could confirm the customer´s finding: the sample yielded a 2+ positive reaction with the anti-d(vi-). Our quality control laboratory also tested their retention sample with different donor samples on ih-1000. All positive and negative reactions were correct. We did not observe any false positive reaction. Additionally the patient sample was tested for rhd in the tube technique and yielded positive results. Based on the serological test results the patient sample was sent out for rhd molecular typing to an external laboratory. Based on the serological test results the patient sample was sent out for rhd molecular typing to an external laboratory. The outcome of the molecular typing was: ccee d vii.01 (isbt: rhd*07.01). Based on all test results the complaint is classified as unjustified: the retention sample reacted as expected and the outcome of the molecular typing of the rh phenotype was: ccee d vii.01 (isbt: rhd*07.01). Due to this rh phenotype the observed positive results with the anti-d of the ih-card observed by customer were correctly positive. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a rhd discrepancy of one patient. The patient was tested three times since june using ih-card abo/d(dvi-)+rev.a1, b on ih-1000 and was rhd 3+ positive each time. The customer stated that the sample #: (B)(6) yielded a 3+ positive result with the anti-d of the ih-card on ih-1000. The instrument interpretation matched the expected the well appearance. One sample of this patient was sent out for a reference testing and yielded a negative result using the solid phase instrument method of a competitor. This testing was done at the request of the customer´s client since the positive rhd result conflicted with the historical rhd of the patient. Additionally one sample of this patient was tested manually with anti-d reagents of a competitor and yielded positive results. The customer did not return the complaint sample for investigational testing, but a patient sample labelled as (B)(6) (barcode (B)(6)) that had caused the discrepancy. Therefore our quality control laboratory tested the patient sample with their retention sample of the supposedly defective lot and could confirm the customer´s finding: the sample yielded a 2+ positive reaction with the anti-d(vi-). Our quality control laboratory also tested their retention sample with different donor samples on ih-1000. All positive and negative reactions were correct. We did not observe any false positive reaction. Additionally the patient sample was tested for rhd in the tube technique and yielded positive results. Based on the serological test results the patient sample was sent out for rhd molecular typing to an external laboratory. We are still waiting for the result. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.